Manufacturer narrative:
The pump was received with missing retainer ring and reservoir tube o-ring. Unit received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and the part where the syringe is introduced is loose. Customer's blood glucose was unknown at the time of incident. No further details given.